Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the pancreatic duct (pd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the core/inner part of the jagwire was stripped off and remained in the pd. The procedure was completed with the same jagwire device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.